Event description:
It was reported that the omnipod personal diabetes manager (pdm) was program to deliver one bolus but instead it gave the patient another bolus without the patient acknowledge. This resulted in the patient's blood glucose (bg) level to go low (exact bg levels was not provided). The patient treated their low bg by consuming food.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the uncommanded bolus. Lot release records were reviewed and the product lot met all acceptance criteria.